Event description:
It was reported that the user experienced hypoglycemia with a documented blood glucose of 52 mg/dl, accompanied by shakiness, and glucose trending down despite initial carbohydrate intake; the user reported using an ilet system but was unable to share pump data due to issues with the ilet app. Symptoms included hypoglycemia and shakiness. Outcomes included urgent low glucose and rapidly falling glucose that required immediate treatment with oral carbohydrates and serial rechecks. Investigation included troubleshooting and education on hypoglycemia treatment and timing of rechecks, along with attempts to review device data that were limited by the reported app issue. Investigation of this case revealed no accessible pump data and unresolved app connectivity issues, so the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.